Event description:
It was reported that stryker monotube external fixation system was received. The pan exceeded the csa weight restriction weighing 28lbs vs 22.2lbs weight. Dynamic tube assembly red&blue were received with the intention 'ready too use' (packaged in steripeel - however the package was damaged). Also, no manufacturer's specific reprocessing instructions accompanied the set- - only generic instructions indicating 'disassemble the device where possible'. Medical device reprocessing (MDR) rn noted the inadequate reprocessing instructions and went to stryker internet site to check for specific reprocessing instructions regarding disassembly, cleaning,reassembly, packaging,sterilization etc. The only assembly instructions were found for triax t-clamp which made her realize that the pin clamp needed to be disassembled. The pin clamp red was disassembled with difficulty because of old, dried blood at the curved section. This was the 1st time the device was used at the hospital. The set is used at surrey hospital and they were informed of the need to disassemble the pin clamp by sph MDR personnel. Dynamic tube assembly red & blue were disassembled & thoroughly cleaned before reassembly, packaging and sterilizing.

Manufacturer narrative:
Evaluation summary: the reported event of the literature deviation for unknown_trauma_and_extremity_product could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The customer complained about the lack of information on how to disassemble the dynamic tube assembly. However all the information regarding the assembly / disassembly instructions are available on the stryker platform sod us and ous (sod, stryker on demand). The customer complained about the tray being to heavy (more than 10kg). After investigation of the tray, the monotube triax red-blue case turned up to weight 8.12 kg (ti3236/12) which is according to canadian regulation csa z314.3. See bellow for more information "all non-sterile devices must be cleaned and sterilized before use. Follow the instructions provided in our instructions for cleaning, sterilization, inspection and maintenance (l24002000). Multi-component instruments must be disassembled for cleaning. Please refer to the corresponding assembly/ disassembly instructions." (5075-2-501 rev 1 monotube triax external fixation system, ous: 5075-2-501 rev 1) [original statement] for assembly/ disassembly instructions see: (50752505 a4306 monotube triax assembly & disassembly instruction) [original statement] according to lab report ti3236/12 tenxor case, storage case blue / red monotube triax, asnis iii 4.0 case ¿ residual moisture test, the weight after sterilization of the tray, 30 min drying for the monotube triax red-blue case is: 8.1249kg x 2.2046 = 17.9121lbs "b. Steam sterilization methods [...] Ii. Packaging [...] The total weight of instrument sets and their packaging shall not exceed 10 kg (195 canadian standards association. Can/csa-z314.2-09: section 9.5.4. Effective sterilization in health care facilities by the ethylene oxide process. Rexdale, ont.: canadian standards association; 2009.)" (P. 52, csa z314.3 best practice guidelines for cleaning, disinfection and sterilization in health authorities - december 2011 ) a review of the labeling did not indicate any abnormalities.

Event description:
It was reported that stryker monotube external fixation system was received. The pan exceeded the csa weight restriction weighing 28lbs vs 22.2lbs weight. Dynamic tube assembly red&blue were received with the intention 'ready too use' (packaged in steripeel - however the package was damaged). Also, no manufacturer's specific reprocessing instructions accompanied the set- - only generic instructions indicating 'disassemble the device where possible'. Medical device reprocessing (MDR) rn noted the inadequate reprocessing instructions and went to stryker internet site to check for specific reprocessing instructions regarding disassembly, cleaning,reassembly, packaging,sterilization etc. The only assembly instructions were found for triax t-clamp which made her realize that the pin clamp needed to be disassembled. The pin clamp red was disassembled with difficulty because of old, dried blood at the curved section. This was the 1st time the device was used at the hospital. The set is used at (B)(6) hospital and they were informed of the need to disassemble the pin clamp by sph MDR personnel. Dynamic tube assembly red & blue were disassembled & thoroughly cleaned before reassembly, packaging and sterilizing.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.